Event description:
Device 4 of 4: ref MFR report numbers - 1627487-2014-12081, -12082 and -12083. It was reported the pt's scs system was explanted due to infection. The pt experienced a red line from the lead incision on the back around the waist and down to the ipg site. The pt was hospitalized and given IV antibiotics. The explanted devices will not be returned to sjm. F/u revealed the pt was discharged from the hospital but continues to receive IV antibiotics at home as the infection has not cleared as of (B)(6) 2014. Note the pt received two model #1192 from the same lot number.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.